Event description:
The programming tablet and wand were received for analysis on 03/04/2015. Analysis of the programming tablet and wand revealed no anomalies. Both devices performed according to functional specifications.

Event description:
It was reported that the programming tablet has not been working. The tablet is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently stated the tablet had not been returned to date. Device evaluated; corrected data: the previously submitted MDR inadvertently marked that the device had not been returned to the manufacturer.